Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, the generator would beep inconsistently which made the vasoview hemopro 2 work sporadically. The generator would beep 4-5 times then stop and the hemopro would no longer cauterize tissue or branches. There were no notable characteristics about the harvesting tunnel. The state of the jaws were intact. This happened multiple times during the procedure, adding time to the case. A second vh-4000 was opened while troubleshooting. The extension cord was swapped. There was no patient harm.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. Corrected section: h3, h6-changed to discarded. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000459709, 3000459708, and 3000459711 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a